Event description:
The customer contacted stryker to report that their device paddles did not deliver energy when the shock button was pushed. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker product assessment center evaluated the customer's returned paddles and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The customer received replacement paddles. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.